Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that the pump battery was unresponsive. Additionally, a malfunction alarm occurred. The customer experienced an elevated blood glucose level of 598 mg/dl. Customers boyfriend assisted with manual correction injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.